Event description:
I had silicone gel breast augmentation approx 18 years ago. I now have an intracapsular rupture of the implant. For the last 1 1/2 years, I have developed numerous health problems: chronic kidney disease, positive ana testing, extreme fatigue, severe shortness of breath, cardiac irregularities, as well as edema. I now must have an explant procedure done to remove the implant. Evidently, the silicone breast implants were not regulated for safety, resulting in untold expense and serious resulting side effects and illnesses related to this. What are my options when I cannot afford the high cost of removal of these implants? Without removal, my health and life are in jeopardy due to the side effects from these implants. Thank you.